Manufacturer narrative:
Concomitant product: tem1208gr progrip rt tem/pla12x8 cm (lot# unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias. It was reported that after the implant, the patient experienced pain, recurrence, mesh migration, and scarring. Post-operative patient treatment included revision surgery, hernia repair with new mesh, and partial removal of mesh.